Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36," "system fault 37," and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.